Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.